Event description:
On (B)(6) 2024, oversensing was observed during follow-up. The atrial lead impedance was 3000o or more for both bipolar and unipolar, and a break in the atrial lead was suspected. However, when confirmed using x-ray fluoroscopy, it appeared that the wiring connected to the distal part of the atrial lead was disconnected on the circuit board inside the kora 250 dr (s/n: (B)(6)). The kora 250 dr has four years left in its remaining life, but there is a possibility that it is a problem with the pacemaker, and re-intervention is scheduled to replace the pacemaker on (B)(6) 2024. The physician is requesting an investigation and report based on the attached x-ray image (pdf) and programmer data (pdf).

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified. - normal tightening marks were seen on the atrial setscrew tip indicating a correct connection between the atrial lead and the atrial connector. - an atrial connection cut is unlikely since in case of a real cut as seen in the x-ray picture provided occurred, it would have been seen on the x-ray performed during the pacemaker¿s expertise. A likely hypothesis would be the presence of an artefact or a foreign material. - the patient files analysis has revealed an abnormal high impedance of the atrial lead associated with abnormal and non-physiological signals on the egms. - based on the available data, no issue is suspected on the pacemaker. A lead issue is the most likely hypothesis. - reintervention on the atrial lead is recommended; however, this decision is solely left to the physician¿s discretion (and may eventually be supported / strengthened by observations during future follow-ups). For more details, please refer to the attached analysis report.